Event description:
IV catheter and stylet inserted into vein. When removing the stylet, a protective cover is supposed to cover the sharp end of the needle. In this instance, that protective cover did not go to the end of the needle, so a portion was still exposed. The nurse was stuck with the dirty needle when she was disposing of it. There has been no adverse outcome at this time, but the nurse will be followed for one year.